Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the ventilator displayed transducer fault and the tidal volume was reading low. The patient was removed from the ventilator and placed on another ventilator, no patient harm.